Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the fantail and along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a skin flap infection at the implant site. The recipient was prescribed an anti-inflammatory drug and draining effusion on (B)(6) 2016 for three weeks. The recipient underwent debridement on (B)(6) 2016, however, the treatment was not successful. The recipient was hospitalized on (B)(6) 2016. The recipient's device was explanted. The recipient's infection has resolved.